Event description:
It was reported a declot procedure was being performed on a male patient. Approximately six passes were made with the ptd on an average clot when the entire basket detached from the catheter. At which time, a snare was used to retrieve the basket from the patient. The patient tolerated the procedure and the remaining clot was suctioned out through the sheath. There was a delay in treatment with no patient harm an no patient death or complications were reported.

Manufacturer narrative:
(B)(4).